Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported visa phone call high blood glucose levels and hospitalization. Customer's blood glucose level went as high as 479 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced kidney failure, high blood glucose, had a port on their neck, went through dialysis and was hospitalized. Customer treated themselves with bolus delivery three times and could not get their blood glucose to go down. Customer advised there was a small drop of blood on their cannula but they were not actively bleeding. Customer was advised to follow up with their healthcare provider in regards to changing their temporary basal or regular basal.